Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that one xc200 cartridge (e) was received empty and no clips were returned for analysis. As no clips were returned for evaluation we are unable to investigate further the event description. The event described could not be confirmed as the cartridge was received empty without clips. This report is not intended to deny that you experienced a problem with the clips and the reported complaint could not be confirmed. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: -qty of product involved of ip-02389333, ip-02394406, ip-02394407, ip-02394411: (B)(4) -qty to be returned of ip-02389333, ip-02394406, ip-02394407, ip-02394411: (B)(4). - can you identify the lot number of the product used? Unk. - please provide the applier product code and lot number? Unk. - please confirm if there is an issue with the applier? The clip could not be loaded into an applier properly, and even if it could be loaded, the device could not be clipped. If yes, please create a product complaint and provide the respective reference number(s). - please explain how the clips were loading into the applier? Unk. - please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading. Unk. - was the applier checked for damaged (jaws straight and aligned)? Unk. - what suture type and size was used? Unk. - when the event occurred, was the suture placed near the hinge of the clip? Unk. - were you able to lock the clip closed on the suture? Unk. If yes, after it closed, was the clip holding securely fixed on the suture? Unk. - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). (B)(6). The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture clips were used. During the procedure, the clip could not be loaded into an applier properly, and even if it could be loaded, the device could not be clipped. The applier was changed, but it was the same situation. It had repeated until it could be clipped and opened 4 packages more than usual. Another device was used to complete the case. There were no adverse consequences to the patient. Four devices will be returning. No further information is available. There were no adverse reported. Additional information was requested.